Manufacturer narrative:
(B)(4). Eval: results: (endoleak).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment approx 19 months ago. The anatomy was unremarkable and there was nothing unusual from the time of implant. It was reported that at a routine f/u and the CT demonstrated a type iii endoleak between the proximal main and the distal main stent grafts. The devices were not completely separated however, there was minimal overlap which resulted in the endoleak. (Ref MFR# 2953200-2010-02252). The patient was treated with implantation of two talent distal main devices and the endoleak was resolved. The most likely cause of the endoleak was due to the lack of overlap of the stent grafts at the time of implant. No add'l clinical sequelae were reported, and the pt is fine.